Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 11/09/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. The pump powered on to a display screen functioning per specification. Unrelated to the complaint, a battery compartment crack was observed. The pump powered on to a call service 069 alarm. A discrete component flash chip was found to have failed. Review of the pump¿s black box revealed call service 087 alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.